Event description:
The pump was returned for investigation. Evaluation revealed that there was a cracked battery compartment. This report is made based on results of investigation completed on 01/14/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/14/2014 with the following findings:evaluation revealed the keypad is torn over the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. All of the buttons responded appropriately. There was no damage or contamination under buttons. There was a crack along the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).